Event description:
Customer received results of 175 mg/dl (12:19 am) and 495 mg/dl (12:36 am) on the compact plus system. The customer reports having vision difficulties and unspecified pain in her sternum. She took humulin r based on the reported results and tested 409 mg/dl (12:27 am). Customer contacted emergency medical technicians (emts) and at 01:10 she tested 427 mg/dl on the professional meter. She was taken to the hospital, and tested 435 mg/dl on a hospital meter at 01:30. The customer was treated with insulin and pain medication. The customer's high blood glucose symptoms improved about 2 hours later. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.